Event description:
The user facility reported that the on (B)(6) 2024, hemostasis was successfully achieved using the angio-seal device after percutaneous coronary intervention (pci). The patient was released from bed rest five hours after the procedure and had no problems on the day. However, forty-eight hours after hemostasis, hemorrhage occurred when the patient applied abdominal pressure in the toilet. Hemostasis was achieved with thirty minutes of manual compression. Computed tomography (CT) scan was performed as a precaution because hematoma formation was observed. The patient had minor health damage. After that, the patient's condition is favorable with no problems and the patient is being prepared for discharge. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. The following medicine was provided, however, the dose for each is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a hemorrhage postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been placement of the components proximal in the artery, or a potentially high-stick, resulting in a closure complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).